Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial tray found evidence suggesting device loosening in vivo. A search of the complaint database did not show any additional reports against the lot code. The investigation could not identify the root cause of the tibial tray loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of loosening of the tibial tray at the cement/implant interface. Depuy cement was used in the primary surgery. Osteolysis was noted.